Manufacturer narrative:
The investigation into the thrombus issue been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ note: product-specific information: model/catalog and lot/serial numbers were not made available through the article. Respectively, sections d4 fields are unknown.

Event description:
A publication reviewed indicated a patient was implanted with an impella 5.5 pump and received support for 16 days before being removed. It was indicated there was a 1-centimeter thrombus noted at the impella 5.5 pump's cannula and led to the pump being surgically explanted.